Event description:
The pt received her scs system on (B)(6) 2011. It was reported the pt complained of extreme pain in her right flank, progressing down her right side postoperative. A CT scan was performed, with no issues being present. The physician provided medication for the issue. The day after the surgery, the pt fell when attempting to get out of bed on her own. Follow up revealed the issue had resolved. The pt had been moved to a rehabilitation facility. The physician reported it was not believed to be device related, and there was no diagnosis for the symptoms. The physician reported it was believed to be a separate issue being followed by her internist. Further follow up provided that the pt's lead was repositioned on (B)(6) 2011, to correct the movement that occurred following the fall. It was reported the pt was programmed, and receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.